Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. It was reported that power error detected alarm happened during normal use. No indication that the issue was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm and a pump error alarms were found in the formatted history file due to software error. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at connector board. The insulin pump was received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.